Event description:
On (B)(6) 2009, the pt reported he received an occlusion alarm on his insulin infusion device during basal rate delivery. To troubleshoot, the pt was instructed to disconnect from his device and place the device in run. No occlusion message was given. The pt then reconnected to his infusion set tubing and placed the device in run without error. The pt noticed an air bubble in the insulin cartridge and was instructed to try to prime it out. Insulin flowed through the tubing, but the air bubble would not move. After priming again, the pt was able to successfully remove the air bubble. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.